Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage: there was no evidence of blood. A visual inspection determined that the external side of the cold jaw boot was cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The device emitted the expected tone during activation. The device failed cycle life testing during the second cycle as it remained activated. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body, level, and actuator of the micro switch body lever, and actuator of the micro switch. The contamination caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Based upon the evaluation results, the complain was confirmed. This failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigation. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device would not turn off. The device was not brought into the operating room. A replacement device was used to complete the procedure. The hospital did not report any pt effects.